Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure performed on (B)(6). 2022, a dissection occurred in the common carotid artery (cca) while using the 0.014" enroute wire. The physician placed a patch to cover the dissection. After patch was placed, the physician attempted to get micro access through patch, however, unable to advance the 0.014" enroute wire. The physician then decided to covert to full carotid endarterectomy..

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure performed on (B)(6) 2022, a dissection occurred in the common carotid artery (cca) while using the 0.014" enroute wire. The physician placed a patch to cover the dissection. After patch was placed, the physician attempted to get micro access through patch, however, unable to advance the 0.014" enroute wire. The physician then decided to covert to full carotid endarterectomy.